Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and was offline in rss. The customer rebooted the station; however, the issue persisted. Review of rss confirmed that the station remained offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the customer, who attempted multiple station reboots without success. The pyxis team lead called and updated that there was a power issue affecting nearby electrical outlets. Hospital maintenance addressed and resolved the power issue, after which the pyxis station was confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer investigated the issue.